Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's diabetes care manager that the customer passed away on the weekend. The date of death was not provided. It was also reported that the customer was never on the insulin pump; the customer never made it to training, they were never trained. The cause of death was heart attack. An attempt was made to contact the next of kin, but only a voice mail was left. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.